Event description:
The customer reported via phone call that she had a replaced the site and tried to move it to different sites. Customer became very sick and mentioned that she had high readings of 450 mg/dl and 500 mg/dl. Customer stated that her blood glucose was not coming down. Customer mentioned that she is very active and feel that maybe it is the insulin or the pump but she is not sure. Customer had basal and bolus changes but it did not help. Customer took the pump off and declined to speak to the helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.